Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. Following the procedure, the patient developed urinary retention. The patient was using self catherization for one week, then developed a discharge and fever. The patient was examined at that time and an exposure of the vaginal mesh was noted. The patient underwent another procedure ten days post op for removal of the exposed mesh and was treated with IV antibiotics. The patient appeared to have a pelvic abcess. Currently, the patient is doing well. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.